Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay performed in last two months on a nasal swab. This MFR. Report addresses test three (3) of three (3). Confirmation rt-pcr testing (platform - unknown) was performed on the same day which generated a negative result. The customer stated the patient was asymptomatic. The customer stated that one of the patients has medical history of covid-19 5 months ago. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay performed in last two months on a nasal swab. This MFR. Report addresses test three (3) of three (3). Confirmation rt-pcr testing (platform - unknown) was performed on the same day which generated a negative result. The customer stated the patient was asymptomatic. The customer stated that one of the patients has medical history of covid-19 5 months ago. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.